Event description:
Title: ten-year results of inguinal hernia open mesh repair. The aim of this study is to present prospective study was to determine the clinical recurrence rate of inguinal hernia at a 10-year follow-up. Other aims included evaluating the recurrence rate based on ultrasound (us) examination and assessing chronic pain and foreign body feeling following open inguinal hernia repair. 242 patients were analyzed at 10-year follow-up. Reported complications: ultrapro mesh (ethicon), inguinal hernia recurrence (n=15), treatment: not reported, pain in inguinal area (n=18.6%), treatment: not reported, us recurrence (n=23), treatment: not reported, foreign body feeling (n=26), treatment: not reported. In conclusion, considering the high rate of late recurrences, a follow-up of at least 10 years is necessary to determine the accurate recurrence rate after open inguinal hernia mesh repair. Further studies are needed to clarify the significance of us recurrences.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: wall surg., 08 june 2025 volume 4 - 2025. Doi: not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: the aim of this present prospective study was to determine the clinical recurrence rate of inguinal hernia at a 10-year follow-up. In addition, this also aims to evaluate the recurrence rate based on ultrasound (us) examination and assessing chronic pain and foreign body feeling following open inguinal hernia repair. The data of 242 patients were analyzed at 10-year follow-up between january 2007 and july 2008, january 2011 and april 2012, and january 2012 and june 2013. Ultrapro mesh (eth) which composed of polypropylene and poliglecaprone and was used to shaped the mesh during the operation (using a stencil) and applied a piece measuring 4.5 × 10 cm. Reported complications: ultrapro mesh (eth), clinical recurrence hernia group (n=15). Medial hernia (n=6), treatment: not reported. Lateral hernia (n=9), treatment: not reported. Pain in the groin during physical activity (n=10), treatment: not reported. Pain in the groin during at rest (n=1), treatment: not reported. Pain in the groin during coughing (n=2), treatment: not reported. Pain in the groin when rising from lying to sitting (n=3), treatment: not reported. Groin pain (n=3), treatment: not reported. Foreign body feeling (n=3), treatment: not reported. Ultrapro mesh (eth), ultrasound detected inguinal hernia recurrence group (n=23). Medial hernia (n=6), treatment: not reported. Lateral hernia (n=16), treatment: not reported. Combined hernia (n=1), treatment: not reported. Pain in the groin when rising from lying to sitting (n=1), treatment: not reported. Pain in the groin during physical activity (n=4), treatment: analgesics. Groin pain (n=2), treatment: not reported. Foreign body feeling (n=2), treatment: not reported. In conclusion, considering the high rate of late recurrences, a follow-up of at least 10 years is necessary to determine the accurate recurrence rate after open inguinal hernia mesh repair. Further studies are needed to clarify the significance of us recurrences. Citation: nikkolo c, lillsaar t, vaasna t, kirsimägi ü, lepner u. Ten-year results of inguinal hernia open mesh repair. J abdom wall surg. 2025 jun 9;4:14384. Doi: 10.3389/jaws.2025.14384. Pmid: 40551961; pmcid: pmc12183091. Https://pmc.ncbi.nlm.nih.gov/articles/pmc12183091/.